Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician found the CPR valve was sticking in the open position. The technician replaced the CPR valve to repair the bed.